Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with blood glucose (bg) levels of 62 mg/dl after announcing a meal and waiting 15 minutes before eating. The patient treated the event with juice, and bg returned to range within 20 minutes. No symptoms were reported, no outside assistance was required, and no medical intervention or hospitalization occurred.